Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels in the 60 mg/dl range. Reportedly, customer's health care professional believes the pump basal rate is set too high and needs to be adjusted. Customer's blood glucose level was stabilized with glucose tablets and juice.